Event description:
Report received from the USA stating the device was ¿audibly noisy¿. The device was not being used during a procedure. No patient or user injuries were reported. There was no add¿l info provided.

Manufacturer narrative:
The device was received by anspach. If add¿l info is received, a supplemental report will be sent. (B)(4).